Event description:
A facility reported a codman perforator (ID 261221) disassembled when pulling the device from cranium after making a burr hole. All the disassembled parts were recovered. The perforator was used with midas mr8, and the total number of burr holes made by the device is unknown. There is no information about the patient and surgical delay. According to information provided, it is unknown if the drill is electric or pneumatic. It is unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation,

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the codman perforator (ID 261221) was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.